Manufacturer narrative:
The device history record review confirms that there is no indication that the device, labeling or packaging failed to meet its specifications when released. Device was returned for analysis, the subject guidewire was returned and product lot number was confirmed from the packaging. During visual inspection, the returned subject guidewire was returned in two fragments. The device was fractured approximately 9.5cm from the distal end and 190cm from the proximal end. The nitinol and core wire were separated, in addition the rings and beams of platinum in the nitinol sleeve were stretched. The subject guidewire was slightly shaped at the distal tip. Functional testing was not required as the defect was visually confirmed.the reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop, there were no other difficulties encountered during the usage of the device that could have contributed to the issue, the guidewire tip was not shaped, the issue was noted at the distal section of the guidewire at the beginning of the operation, no friction/resistance was encountered during the procedure, the break/spit occurred during the case when the synchro guidewire didn¿t move, the fragmented piece was not retrieved, the guidewire was removed, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was not tortuous. The patient is in rehabilitation and there is no impact or additional adverse consequences as a result if the event. The device was returned and it was confirmed that the distal 9.5cm section and proximal 190cm of the device was fractured. It is probable that the device fractured during the manipulation of device inside the patient. The reported un-retrieved device fragments was not confirmed as the distal fragment of the guidewire was returned and the two guidewire fragment lengths were within specification of the overall length. An assignable cause of procedural factors will be assigned to the reported and analyzed guidewire distal tip broken/fractured during use in addition to the analyzed guidewire distal tip stretched as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during procedure for treating acoma (anterior communicating artery) aneurysm, the physician advanced subject guidewire within microcatheter. During the delivery of subject guidewire, physician noted that the subject device had fractured at the distal portion. The subject device was replaced and the fragmented piece of the subject device was not retrieved. Physician continued procedure successfully with no clinical consequences to the patient. Additional information provided noted that fragmented piece was retrieved. No further information provided.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure for treating acoma (anterior communicating artery) aneurysm, the physician advanced subject guidewire within microcatheter. During the delivery of subject guidewire, physician noted that the subject device had fractured at the distal portion. The subject device was replaced and the fragmented piece of the subject device was not retrieved. Physician continued procedure successfully with no clinical consequences to the patient. Additional information provided noted that fragmented piece was retrieved. No further information provided.